Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an overtemperature, with no harm to the patient.

Manufacturer narrative:
Due to character restrictions, event site telephone:(B)(6). Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e1(event site telephone). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had over temperature error. Patient involved and no harm reported. A getinge field service engineer (fse) replaced the safety disk. Functional test and cleaning performed according to current specifications. The failure analysis and testing department received the following part associated with this complaint: safety disk this part was received with a reported unit failure message of over temperature. The failure analysis and testing dept. Performed a visual inspection and found the safety disk was not in good condition. Screws were missing to hold both sides of safety disk. The fat dept, cannot be investigated this complaint safety disk with cardiosave test fixture. Retaining this safety disk in the fat dept. Per procedure.